Manufacturer narrative:
H11: update to "the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was reported that a polyethylene-lined tubing set was damaged (ruptured). This issue occurred during preparation for a paclitaxel injection, where a non-pvc line was installed. However, when the unspecified pump was turned on, the valve remained closed. The pump alarmed indicated that the line had ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.